Event description:
Negative advia centaur xp (B)(4) total results were obtained for samples from several patients. The patient samples were tested with an alternate method and the results were (B)(6). The patient samples were tested with two other alternate methods and the siemens immulite 2000. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.

Manufacturer narrative:
The cause for the discordant (B)(6) total results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of(B)(6) may be undetectable both in early infection and late after infection." Ex-us: the IFU states in the limitations section: "the advia centaur (B)(4) total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) virus or potentially infectious units of blood and may generate false reactive results."